Event description:
A customer's blood glucose level reached 500mg/dl so he went to his hcp for "treatment and a consult". Despite administering bolus doses of insulin and having a steady basal rate (1.8 - 2.8 units), his blood glucose ranged from 289 mg/dl to 500 mg/dl over a period of 2 days. Other than advising the customer to remove the pod, it is unclear what treatment was provided by the hcp. The customer also reported that the cannula "looked possibly kinked" upon removing the pod. The product was discarded and will therefore not be returned for eval.

Manufacturer narrative:
Product was discarded and not returned for eval so we are unable to determine if any malfunction occurred that would have caused or contributed to the customer's high blood glucose levels. There is no indication that a kink occurred because normally an occlusion alarm sounds and no alarm was reported in this instance. The omnipod's user guide instructs users to "check blood glucose levels frequently while treating hyperglycemia". The process of treating requires regular testing (at specific intervals as specified) and administering bolus doses of insulin. It states that after 4 hrs, if blood glucose remains high to replace the pod. The customer wore the pod for 24 to 36 hrs with a high blood glucose which is not recommended. The lot was reviewed and determined to have met all acceptance.